Event description:
User facility voluntary medwatch rec'd from cdrh that stated: "pt receiving a 3 hr chemotherapy infusion. Approx 2 hr 15 min into infusion noted fluid dripping on the floor. Noted approx 1 inch diameter puddle on the floor and the infusion pump was wet. Noted liquid dripping from the tubing. It was determined at this time to stop the infusion due to risk of exposure of chemotherapeutic agent to pt and staff. Pt did not get any of the agent on her, however, staff member did. Prod was appropriately discarded. Again due to risk involved with agent." Upon further query, the following info was provided that indicated a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified chemotherapeutic agent. The customer contact reported that 2 hrs and 15 mins after the therapy had been initiated, solution was noted to be dripping on the floor. It was reported an unspecified amount of the solution leaked onto the healthcare professional's skin. The healthcare professional's irritated skin was washed with soap and water. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set was reportedly taped up and the therapy was completed. There were no reported adverse effects to the pt or the healthcare professional. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.